Event description:
The contact discovered the customer's meter was set in mmol/l. The contact did not allege the customer experienced any adverse events due to the mmol/l readings. He was able to reset the meter to mg/dl, and no product will be returned.